Event description:
It was reported that the pt was no longer able to hear with his device. The device was explanted. To date, no further info has been received regarding the reason leading to explantation.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.